Manufacturer narrative:
Method - a review of the manufacturing paperwork has been conducted. Results - the review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6), 2010 the patient was implanted with a gore tag thoracic endoprosthesis to treat an acute type b dissection. On (B)(6), 2010 a CT scan showed proximal endograft collapse. Open surgery was planned for (B)(6), 2010 however the patient left the hospital on (B)(6), 2010 against the doctors orders.